Event description:
The customer claimed that the drill bit broke. There was no indication of an adverse event as add'l bits were available.

Manufacturer narrative:
Since the device was discarded by the hosp and no add'l info was available, an investigation of the reported event could not be carried out.